Event description:
The complainant reported a patient (unknown race and ethnicity) noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mc). During support, approximately seven days after start of impella mcs, suction alarms were noted indicating low pump flow. The patient was noted to have hematuria and hemolysis. A thrombus was also noted while performing transesophageal echocardiogram procedure. The pump was subsequently explanted and replaced. The patient continued on impella mcs with subsequent plan to place a left ventricular assist device.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
Additional information provided in h3, h6 and h10. The investigation into the reported issues has been completed. Hemolysis: after seven days on support, positive macro hematuria and hemolytic blood was noted. The pump was returned and inspected. After soaking in warm water and tergazyme, biomaterial was found wrapped around the impellor blade and attached to the inner cannula wall. The cause of the hemolysis was most likely biomaterial due to the biomaterial found wrapped around the impellor blades and attached to the inner wall of the cannula. Low pump flow: after 7 days on support, it was noted that pump flows at p-5 were at 2.2 l/min, lower than the expected range of 2.3 - 2.7 l/min for cp. Data logs were not recovered. The pump was returned and inspected. After soaking in warm water and tergazyme, biomaterial was found wrapped around the impellor blade and attached to the inner cannula wall. The cause of the low pump flow was most likely biomaterial due to the biomaterial found wrapped around the impellor blades and attached to the inner wall of the cannula. Thrombus: after 7 days on support, the pump was explanted due to low pump flows and hemolytic blood. After pump was removed, md stated they saw thrombus on explanted impella. The pump was returned and inspected. After soaking in warm water and tergazyme, biomaterial was found wrapped around the impellor blade and attached to the inner cannula wall. Thrombus can be observed in the body or on the pump upon explant. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, adequate clinical information mentioned would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.